Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of an issue with coaguchek link software version 1.06.01 used with coaguchek vantus meter with serial number (B)(4). The customer alleged a result that she did not take was transferred to the coaguchek link software. The coaguchek link shows a result of 1.4 inr at 8:28 a.m on (B)(6) 2019. The vantus meter did not show a result from (B)(6) 2019. The vantus meter memory only had a result of 2.8 inr on (B)(6) 2019 and a result of 2.8 inr on (B)(6) 2019. There was no allegation that an adverse event occurred due to this issue. The meter was requested for investigation.

Manufacturer narrative:
The customer did not return the meter. The customer's audit log from the coaguchek link was investigated. The audit log indicates the result of 1.4 inr was taken on the (B)(6) 2019 at 08:28 a.m. By the customer and submitted to coaguchek link on the (B)(6) 2019 at 3:42 p.m. No issue was identified with the coaguchek link software. Since the meter was not returned, the investigation was unable to verify the customer's allegation. The investigation did not identify a product problem. The cause of the event could not be determined.